Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise and low impedance due to a lead fracture. The lead was successfully capped and replaced. The patient was in stable condition post surgery.